Event description:
Head of theatre, reported, via sales rep, that the surgeon was not able to screw in the screw. He said that it does not fit. No further info were given. The surgeon used another screw to finish the operation. No consequences.

Manufacturer narrative:
Na